Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 532 mg/dl to 160 mg/dl, 532 mg/dl to 69 mg/dl, 532 mg/dl to 73 mg/dl, 263 mg/dl to 69 mg/dl, 263 mg/dl to 73 mg/dl, 160 mg/dl to 73 mg/dl, 160 mg/dl to 69 mg/dl. Quality controls were expired. No adverse events reported. A request was made for return of the suspect product and a replacement was sent.